Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were noted in the tubing a few inches past the cartridge luer lock. There was no impact to the customer's blood glucose level. The customer performed fill tubing to expel the air bubbles.